Event description:
Additional information was requested from the account and the following was received: the device cut but did not staple. The surgeon had to re-do the bowel resection manually with sutures. The patient received a temporary illeostomy. The contact will follow up for the patient's current status and if the illeostomy has since been reversed. The account will not release the device, but an onsite analysis is available.

Manufacturer narrative:
Date sent: 11/10/2009.